Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The power supply, ps3, was found to be defective and was replaced. Also a broken wire was discovered and repaired in the interface cable. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 was unable to move the column up or down. Also, it was reported that the system could not fluoro in the mag 2 mode. There was no adverse pt involvement reported.